Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that ins was removed after 6 years. Developed an immune response and in 2017 had removed. Pt states it did work for a few years. Pss did not clarify event date when stopped working as pt states 3-4 years. Pt states was left in body one year and had to take out after. Pt states worked with the rep extensively to try and get system to work however got to point where they decided nothing else to do. Pt states he has all the equipment and wants to donate. The caller was redirected to pss sent request to repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.